Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The review of the device manufacturing quality record indicate that (B)(4) products avantage thrd shaft straight reference (B)(4), batch 120200 were manufactured on 13 sep 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was the review of the incoming inspection demonstrate that the semi finished products (ref (B)(4), lot number 340537) were complying to specifications. Observed which could be linked to the complaint issue. (B)(4) was created for the item avantage thrd shaft straight, ref : (B)(4), batch 120200 during the split of the (B)(4). However, the device avantage thrd shaft straight, ref : (B)(4), batch 120200 is not mentioned in the (B)(4) and not mentioned in the zper. Therefore, it was created by mistake during split. However, the investigation is not performed, as the avantage thrd shaft straight can not be related to the reported event.

Event description:
It has been reported that during workshop at zimmer biomet in order to know how to use the instrument, in some items defects have been detected. The avantage impact plate get stuck in the curved handle. The avantage impact plate as well as the curved shaft thread are defective and could not be desassembled. No patient or healthcare professional have been involved.

Manufacturer narrative:
(B)(4). Foreign source: event occurred in (B)(6). Recall: zfa2018-00374 was performed on the affected item. This item was not delivered to the USA. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during workshop at zimmer biomet in order to know how to use the instrument, in some items defects have been detected. The avantage impact plate get stuck in the curved handle. The avantage impact plate as well as the curved shaft thread are defective and could not be disassembled no patient or healthcare professional have been involved.